Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. Reportedly, the 5.0mm nc trek balloon dilatation catheter (bdc) was prepped correctly prior to use. After dilatation, the balloon failed to deflate. The guiding catheter had to be pulled out with the inflated nc trek balloon. There was no damage to the vessel and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device: d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.